Event description:
On (B)(6) 2022, the subject pacemaker has been implanted. On (B)(6) 2023, a re-intervention has been performed to replace the pacemaker due to an infection and an increase in the right ventricular threshold. The physician is concerned about the device longevity which was of 2 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report. It should be noted that the complaint has been raised because of a concern about the device longevity and not the infection.

Event description:
On (B)(6) 2022, the subject pacemaker has been implanted on (B)(6) 2023, a re-intervention has been performed to replace the pacemaker due to an infection and an increase in the right ventricular threshold. The physician is concerned about the device longevity which was of 2 years.